Event description:
It was reported that the tip of screw broke at the femur. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 7x30mm biorci screw w/8mm head was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 3mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was found to meet print specification. It is difficult to perform an accurate evaluation of a failure without having the entire product and the pertinent clinical details to consider. As such the complaint is being closed without conclusion.